Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl: us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to an excessive force applied on the water jet tube, the insertion flexible tube (ift) looseness and the x-ring defect. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Jet channel: leaky, lg housing: leaky (dirty x-ring); ift: loosened.